Event description:
A report was received of a patient's implantable pulse generator (ipg) pocket that was swollen, red and hurting. The patient's precision system was explanted in 2009. The physician felt that the infection was not device related.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. The explanted devices were not returned to bsn, as the medical facility does not return explanted devices. This is the final report.